Event description:
The surgeon reported the display screen was suddenly white. The system had been turned on and coagulation mode was on. The phaco handpiece had completed priming and tuning. The surgeon attempted to reboot, but the system would only repeat the self test and displayed the logo. One patient was in the operating room and the eye had been prepped. The case was delayed three hours while waiting for the company service representative. Three cases were completed and three cases were rescheduled. No patient harm was reported.

Manufacturer narrative:
The company service representative examined the system and replaced the power cable and cautery pcb. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).